Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply and cable were evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system freezing and not able to make exposures. The fse determined the cause of the problem to be faulty power supply. The fse replaced power supply and verified system functionality. The power supply is a hardware component that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.